Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/02/2016. Date of follow-up report: 04/29/2016. One used ls1037 device was received, and evaluation of the returned sample could not confirm the reported complaint. Visual inspection of the used device found no defects. Mechanical testing confirmed that the jaws opened and closed normally using the handle. The knife extended and retracted smoothly when the trigger was activated, as well as cut simulated tissue with acceptable results. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws would not open.